Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015; 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered due to right ventricular (rv) lead oversensing and noise. The rv lead remains in use. No patient complications have been reported as a result of this event.